Event description:
It was reported that the arctic sun device received a low flow but the current flow rate was 2.5lpm. Mss explained to nurse that when therapy was initiated to make sure all arctic gel pads were connected to fluid delivery line (fdl) securely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received a low flow but the current flow rate was 2.5lpm. Mss explained to nurse that when therapy was initiated to make sure all arctic gel pads were connected to fluid delivery line (fdl) securely.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "foam pad loading inspection, not removing all chads and contamination, flow path is slightly blocked". It was unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the arctic sun device received a low flow but the current flow rate was 2.5lpm. Mss explained to nurse that when therapy was initiated to make sure all arctic gel pads were connected to fluid delivery line (fdl) securely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device received a low flow but the current flow rate was 2.5lpm. Mss explained to nurse that when therapy was initiated to make sure all arctic gel pads were connected to fluid delivery line (fdl) securely.